Event description:
It was reported there was a coupling problem and that the implantable neurostimulator recharger (insr) did not appear to be functioning appropriately. It was reported the patient has been having trouble recharging since they were implanted and it worsened after a fall four months prior to report. It was reported the patient was having to recharge every other day for eight hours because the insr will have 6-7 bars but will ¿click¿ and the bars will disappear at random without the patient evenmoving. It was noted the patient applies pressure to the insr antenna when recharging. It was further reported that since the patient¿s fall the implantable neurostimulator (ins) ¿moves around inside the patient¿ at the implant site ¿ buttock. Additional information was requested but not available at the time of report. Further information provided will be reported when received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the health care provider (hcp) is planning on doing a pocket revision but it is not yet in the books. It was reported their stimulation is functioning fine. Additional information received reported the cause of the event was due to the patient falling and resulted in a flipped implantable neurostimulator (ins). It was reported the patient was scheduled for replacement on (B)(6) 2014. It was noted this event did not require hospitalization.

Manufacturer narrative:
Concomitant: product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 3 7754, serial# (B)(4), product type recharger. Product ID 39286-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).